Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced an infection manifested by abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an infection manifested by abdominal pain. The nature of the infection was not reported. The patient was hospitalized for the event. The patient was administered unknown antibiotics for the unspecified infection. The patient¿s pd catheter was discontinued and she was placed on back up hemodialysis. At the time of this report, the patient remained hospitalized. The outcome of the event was unknown. Additional information was not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It is unknown if the patient had recovered from the peritonitis prior to death. The patient passed away while hospitalized for an unrelated event. It was unknown if an autopsy was performed or if a death certificate is available. It was reported that therapy was ongoing prior to death; however, it was unknown if the patient was performing therapy at the time of death. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.